Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera ii colonovideoscope to olympus without any complaint. An evaluation of the returned device revealed foreign residues of unknown origin in the jet channel by the distal end side. The air/water channel port, scope connector and distal end cover had foreign materials. Foreign material at air/water channel port resembled white glue but could not be confirmed. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation. There was no procedure or patient involvement.

Manufacturer narrative:
There were few additional findings during device evaluation. Due to damage, switch button 2 was not working. The air/water cylinder and right/left angle knob had discoloration. Due to deformation of electrical-connector, water tightness was lost. Mouthpiece was dirty. Electrical connector was corroded. Due to a scratch on bending section cover, insulation resistance value at distal end does not meet the standard value. Connecting tube had a cut and wrinkle. The adhesive of the objective lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.